Manufacturer narrative:
Product complaint b)(4) date sent to the FDA: 12/29/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle. During the visual inspection of the detached needle, the needle hole and swage area were noted with marks probably caused by a surgical instrument. In addition, it was noticed that there were remnants of the suture in the needle hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2023 and barbed suture was used. The surgeon was attempting to return stitch after suturing to the wound edge with fascial suture, although the surgeon did not put much tension in it, the needle was detached from the suture. The surgeon used another product, overlapped it, and sutured it. The surgery was completed without any problem. Suture method was continuous suture. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: it was not a control release needle. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number of the product reported in this file: tdmabx please perform and document the follow up attempt for product return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.